Event description:
Rn reported leak from twist clamp area of transfer set. Noted after use. The pt received a transfer set change and was treated prophylactically with duricef 500mg twice daily, by mouth for five days. No pt injury reported per rn.